Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. It was also reported that the pump battery was depleting quickly. There was no reported impact to customer's blood glucose level. Customer declined a follow-up from tandem technical support and no further information was obtained.